Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities to contribute to the allegation from the field. The seal plug and set screw functioned normally. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory reveals no functional irregularities. No battery fault codes or battery usage faults were noted in device memory. The device did not declare elective replacement indicator (eri) and the battery status is good. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on march 15, 2018. The local representative asked the technical service's consultant to review episodes stored on the patient's latitude home monitoring system. The local representative reported that the device stored one treated and three untreated episodes. The local representative noted that the episode electrogram's are associated with noise and the shock delivery was inappropriate. The technical service's consultant discussed the possibility of a loose setscrew. The physician plans to view the device fluoroscopically. The local representative was informed that the physician should be able to determine if the electrode terminal pin was fully inserted. The physician plans to perform additional troubleshooting as the observation of noise and oversensing could not be reproduced at the clinic. The technical service's consultant recommended that the physician should check the device for seal plug damage and perform a tug test if the pocket is re-opened. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The local representative contacted technical services to report that the electrode terminal pin was fully inserted and a tug test determined that the electrode tip was secured in the device header. Electrogram noise was not reproducible and there were no visible signs of fluid in the header. Fluoroscopic imaging showed that the electrode terminal end was fully inserted. The physician elected to replace the chronic device. A replacement device was connected to the chronic electrode. An automatic set-up was performed and the device selected an alternate sense vector. The device's sense vector was permanently programmed to alternate and the patient will be instructed to perform a patient initiated interrogation at home post-discharge. The device was received at boston scientific's return products department.